Manufacturer narrative:
(B) (4). Physio-control replaced the system and memory pcb assemblies and observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the removed assemblies at the failure analysis center and was unable to duplicate the reported issue.

Event description:
Customer reported that the device had the service indication illuminated. Physio-control evaluated the device and observed fault codes logged in memory that might indicate a potential intermittent loss of power. Also, repeated fault codes with in seconds might have indicated a possible lock-up issue. There was no report of patient use associated with the event.